Event description:
It was reported that during the attempted implant procedure, the suture sleeve became stuck near the superior vena cava coil and was unable to be moved. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.